Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery at least 3 times. The customer also reported experiencing high blood glucose. He stated that the insulin pump alarmed, showing a black circle on the display, which could not be reset. He noted that there was something wrong with the cannula and that he could not lower his blood glucose effectively. The customer's blood glucose was 138 mg/dl. He noted symptoms of high blood glucose in his eyes. He treated with manual injection and changed the set thrice already. He requested to bypass the troubleshoot procedure. He stated that he was unable to change the infusion set at the time of the call. He stated that the insulin pump was working at the time of the call; he called the next day, stating he had confirmed with his doctor that the device's programming were correct. The customer's most recent blood glucose was 125 mg/dl. He stated he still had high blood glucose and requested replacement of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.